Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review of stored egms, episodes of high ventricular rate were noted. The physician concluded that the right ventricular lead exhibited oversensing of noise. The patient reported feeling nauseous and light headed from the oversensing. The lead was extracted and replaced with no issues. Patient was stable during and after the procedure.